Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.0.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient's mother that her son was wearing the pod when he experienced irritation, reaction, and blisters filled with liquid on his left upper leg. She initially treated it with over-the-counter topical cream, but it worsened, leading to a pediatric doctor appointment on (B)(6) 2024. The issue had been ongoing for months, with symptoms first noticed on (B)(6) 2024. The visit lasted about an hour. The diagnosis is unknown, but the patient was prescribed oral antibiotics for 10 days and advised not to use the infected area for a few months for infusion sites. The patient successfully resumed treatment with the omnipod 5 system. The pod was discarded.